Event description:
It was reported that a patient underwent a transforaminal lumbar interbody fusion (tlif) surgery at l4-s1. It was reported that after placing the device, the inserter was disengaged from the device. A corkscrew-shaped fragment, which seemed to be hardware shavings, was found to be attached to the tip of the inserter. No patient complications were reported and no fragments were left in the patient.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.